Event description:
This case was initially received via regulatory authority (B)(6) on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy that led to onset of multiple symptoms") and muscle rupture ("calf tears") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced allergy to metals (seriousness criteria disability and intervention required), muscle rupture (seriousness criterion medically significant), tendonitis ("achilles' tendonitis"), (B)(6) and folate deficiency ("folic acid deficiency"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, muscle rupture, tendonitis, (B)(6) and folate deficiency outcome was unknown. The reporter considered allergy to metals, folate deficiency, muscle rupture, oral herpes and tendonitis to be related to essure. The reporter commented: diagnosis was very complicated. Relationship was found by a homeopath after a long diagnostic delay. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 275 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.